Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported hypoxia (surgical procedure) associated with the oxygen saturation drop appears to be due to the atrial septal defect (asd)/shunt. The cause of the reported perforation (atrial: surgical procedure) associated with the asd could not be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na

Event description:
This will be filed to report a perforation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with enlarged atria. One clip was implanted successfully and the mr was reduced to grade 1. Upon steerable guide catheter (sgc) removal, a right to left shunt was observed and the patient became hypoxic. The patient was then placed on extracorporeal membrane oxygenation (ECMO) and the oxygen saturation improved. The procedure was then concluded and the patient was sent to the intensive care unit. No additional information was provided.